Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine check-up, the right ventricular threshold had increased and the sensing amplitude declined. A performed fluoroscopy revealed the lead had pulled back and little slack on the lead. The patient condition is well during the event. The lead was capped and replaced. The patient condition is well after the procedure.